Manufacturer narrative:
Updated information: date MFR. Received. Report 2647580-2017-07271 sent in error. This device was already captured and will be reported under MFR. Reference 702110599. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection procedure, the device¿s balloon would not inflate and additional trocars were pulled. A total of five (5) were used. A new device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.